Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a lamp issue. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative cleaned the lamp contacts and reseated the xenon lamp. The system was then tested and met all product specifications. The system was manufactured on april 7, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an intermittent contact issue between the xenon lamp and illuminator module. (B)(4).